Event description:
Device malfunction: difficult to remove filter. Time of malfunction: during procedure. Symptoms/ae: intervention. It was reported that during the procedure in the carotid artery, after deployment of the xact stent in the target lesion, while attempting to retrieve the emboshield nav6, the distal tip of the retrieval catheter caught the proximal end of the stent and would not advance. It was noted that the bare wire was up against the bottom/proximal end of the stent during the retrieval attempt. The nav6 retrieval catheter was removed from the anatomy and a retrieval catheter from another emboshield was used to successfully capture and remove the filter. There was no damage to the stent. There was no patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: device evaluation could not be performed because the device was not returned. No anomalies were reported during the prior to use inspection or flushing steps of the retrieval catheter. However, factors that may contribute to the retrieval catheter (rc) not crossing through the stent include, but are not limited to deployment of the stent at a bend, damaged stent, kinked bare wire, poor tip geometry, and rc advancing technique. During manufacturing, there are many in-process controls including inspection of retrieval catheter tip welding, tip outer diameter measurement, and inspection for any gross damage. In addition, during manufacturing, emboshield nav6 is visually inspected before packaging. Additionally, it was reported that the bare wire was up against the bottom/proximal end of the stent during the retrieval attempt. It is possible that the close proximity of the bare wire to the stent may have contributed to the inability of the rc to cross the proximal section of the stent. There is no reported information that would suggest that the physician attempted to turn the patient's head or ask the patient to swallow in order to facilitate rc advancement. The reported event appears to be related to the operational context of the device. The lot number was not identified; therefore, a device history record review could not be performed.